Event description:
The user fell and hit her head at the implant site and immediately after could no longer hear with the device. The site was red and tender to touch but no swelling was reported. The user was re-implanted (scheduled on (B)(6) 2020).